Manufacturer narrative:
This file was originally incorrectly filed under registration number mrn 9617604-2025-00151. The date of that submission was 20-feb-2025. Device evaluation: neither samples nor pictures were received for the analysis of this complaint. The device history record of reported lot number was reviewed and it was confirmed that no non-conformities were reported during production. The quality inspection forms were reviewed, and it was observed that no defects were found, and the lot was released. Complaint for the failure mode could not be confirmed by investigation as no samples nor pictures was provided by the customer. Without the return of the samples a comprehensive failure investigation cannot be performed and a probable cause cannot be determined.

Event description:
It was reported that "it was a blincyto infusion that always has over fill to prevent it from running dry. However, this infusion administered all that was programmed and the overfill. The patient came in with a completely dry bag. The pump did not alarm. The pump was connected to a patient when the error/event occurred. The continuous infusion rate was 0.6, with a total reservoir volume of 110. The air detector was off, and the upstream sensor was on. The length of infusion was 7 days, with a lock level of 2. A cstd was used to fill the cassette, but the manufacturer is unknown. The pump was used to prime the extension tubing. The event occurred while in use with a patient at the patient's home". There was patient involvement and no harm from this event.